Event description:
Facial swelling, lumps, difficulty opening mouth. Myalgias legs repeated episodes of swelling of face requiring prednisone 80mg - 10 mg. Last flare (B)(6) 2016. Diagnosis or reason for use: cosmetic filler face; to ascertain allergy to poly 4 lactic acid and rio false negative due to contraceptive sculptra. Dose or amount: 4 vials, 1 suture, frequency: twice, once. Route: intra continuous. Dates of use: (B)(6) 2015. Are products compounded? No.